Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was duplicated. The probable root cause was due to a faulty downstream occlusion(dso) sensor. There was no repairs done because device was at end of support.

Event description:
It was reported that the alarming cassette was empty even though it was not. The clinician found there was still 63 ml left on the cassette.